Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer for medical device report# 8010047-2020-02804. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The legal manufacturer determined that the cause of the problem was due to handling as the signal cable was not installed correctly. As stated on the IFU and as a preventive measure, the user cv-190 manual states: that all errors are errors (b30, e216,e311) that occur when the scope is not correctly recognized. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The technical assistance group and sales representative performed troubleshooting with the user facility via telephone. The facility cleaned the video connector contacts on the scope. The same error occurred with the second scope; an (maj-1430) video cable was connected to the video system (cv-190) while using the 190 series scope. The facility was instructed to removed maj-1430 but the issue continued. The facility was then instructed to inspect the check cables on the back of the cv-190 and clv-190 the cv-190 and clv-190 was turned on and the issue was resolved. The facility determined the cause of the reported event was attributed to the video/light cable not being secured.

Event description:
The technical assistance group was informed that during preparation for use, the facility received a b30 scope communication error message when connecting to an esophagogastro-duodenoscopy scope to the 190 series light/video system tower. Error messages e216 and e311 were also observed. The same error occurred with a second scope. There was no patient injury reported.